Manufacturer narrative:
Concomitant medical products: product ID: 977a190, product type: lead. Other relevant device(s) are: product ID: 977a190. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they met with their rep earlier today to check their programming for the first time in 7 years. While checking their programming, rep became aware that 2 electrodes had become disconnected (0-1), and pt was only using 3, 4 and 5 on that lead (pt had said that they had 2 leads come disconnected, but agent understood this to mean their electrodes). Pt did not allege any therapy issues related to the disconnected electrodes while on the call. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they would be meeting with their new healthcare provider on the (B)(6) to discuss replacing their implant; pt clarified this was only due to the projected life span of the battery, as they are coming up on the 7th year of being implanted. Hcp's name was asked, pt does not yet know their name. Pt mentioned they hope to have the replacement implant done sometime this summer. Pt stated they were informed a newer implant model would be smaller and charge faster.